Event description:
A surgeon reports that a detached haptic was noted after insertion of the intraocular lens. Enlargement of the incision was required to accomodate removal of the lens. Add'l info has been requested.

Event description:
The surgeon provided add'l info. While inserting the intraocular lens (iol), the haptic bent. The surgeon removed the lens and tried to reshape the haptic. Manipulation of the lens resulted in the haptic breaking and becoming detached.